Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, high pacing thresholds and a decrease in sensing, were noted. Upon further examination, heart failure progression and a pericardial effusion were recognized. A CT scan confirmed an atrial perforation and a revision procedure initiated. The lead was unable to be successfully repositioned due to helix rotation difficulty. The lead was ultimately removed and replaced in absence of further adverse effects. No return of product is expected.